Event description:
In 2008, the office manager reported that during a kit inspection, it was noted that there was a missing screw from the rod calipers. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. Request has been made to obtain the product. Device manufacture date is unknown. Eval is pending upon the return of the product.